Event description:
Additional information was received regarding vns therapy setting changes that occurred due to the patient's reported complaints. It should be noted that no diagnostics were performed.

Manufacturer narrative:
Corrected data: this information was inadvertently reported incorrectly on the initial MFR. Report.

Event description:
The programming history database was reviewed on (B)(6) 2016. The database contained programming history from (B)(6) 2015 only. No anomalies were noted and the device diagnostics were within normal limits.

Event description:
It was reported by the physician that the patient was hospitalized and the physician's assistant was seeing the patient in the hospital. It was later noted the company representative went to see the patient in the hospital and found the patient's device programmed to 60 seconds on and 10 minutes off. The company representative stated she programmed the patient back to 30 seconds on and 5 minutes off and suggested the patient see his physician on a regular basis. The neurologist's nurse also stated the patient's voice was hoarse since the last adjustment and that he was having more seizures. The pulse width parameter was lowered from 250usec to 130usec. Attempts for additional relevant information have been unsuccessful to date.